Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent a pocket revision procedure and was doing well post-operatively.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent a pocket revision procedure and was doing well post-operatively.

Manufacturer narrative:
Additional information was received that this was a second revision (see MFR report #3006630150-2014-01414) and additional reason for this revision was the patient had continued swelling, pain and redness in the new ipg site. The ipg was relocated from the back to the left side of the abdomen.